Manufacturer narrative:
(B)(4). Report source: china. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the liner would not fit securely into the shell. Another liner was used, and that fit securely. There were no health consequences or impact to the patient. It was reported that no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the locking feature of the device has not damage. There are indentations in the areas between the scallops. It is unknown if the damage occurred prior or during assembly attempts. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.